Event description:
Nellcor puritan bennett received information that suggested the ventilator did not alarm when disconnected from the patient. No patient harm per customer. Several attempts have been made to contact the hospital for more information with no response.